Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
The patient with this pacemaker experienced a sensation of their heart racing which woke them up at night. Technical services (ts) stated that lead measurements were performed every twenty-one hours and rates had not increased. This patient experienced left side chest and shoulder discomfort and a sensation of twitching or muscle spasms. The field representative ran automatic atrial and right ventricular (rv) pacing threshold test during which this patient experienced muscle stimulation. It was noted the field representative could see this patients chest jumping and their t shirt physically moving. Programming changes were made at that time to address the issue. This patient called the field representative approximately 2 weeks later to inform them that their symptoms had alieviated. Additional information was obtained that previous signal artifact monitoring (sam) episodes were observed due to procedure oversensing, resulting in the minute ventilation (mv) feature being disabled. Ts recommended turning the mv feature back on and informing this patients clinic. This pacemaker remains in service. No adverse patient effects were reported.